Event description:
The shunt malfunctioned and failed to operate, causing injury.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or info, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Manufacturer narrative:
Additional information explained that the valve mentioned in the complaint was associated with a medtronic valve. The bactiseal used in conjunction with the medtronic device was not returned for investigation; however a review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.